Event description:
During preventative maintenance of the device, the field service representative reported that the speed pump had a grinding feel when turning. Since the event occurred during preventative maintenance, there was no patient involvement during this event.